Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced frequent lows, with blood glucose (bg) levels ranging from 358 mg/dl to 55 mg/dl over a period of three hours. The user used juice to correct the low bg. The user's wife assisted in correcting the low due to the user's incapacitation, but no medical intervention was required. The user reported being unable to move during the event. The user reported using multiple meal announcements to correct high bg levels.